Manufacturer narrative:
Examination of the returned devices finds no product problem has been identified. The items conform to the product identification specifications. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A depuy product specialist confirms the items are compatible. The locking ring was not returned for examination. It is known that a 46mm locking ring would be necessary to effectively lock the liner into the cup. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
When the surgeon implanted the 46# cup and planned to implant the 46# liner, but found the liner cannot be implanted, the size was not match. Then the surgeon removed the cup out and changed 48# cup to complete the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.